Event description:
During the supraventricular tachycardia procedure, the tactisys to ampere rf cable was frayed resulting in a delay. At the beginning of the procedure, the contact force was not displayed on the tacticath se due to the frayed cable. The cable was replaced with another cable from a hospital nearby and the procedure was completed with no adverse consequences.

Manufacturer narrative:
One tactisys¿ ibi radiofrequency cable was received. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to physical damage which resulted in pulling the wire insulation out of the connector body. The event which resulted in the physical damage remains undetermined. Review of the device history record was not possible as the lot number is unknown.